Event description:
A talent abdominal graft system was implanted into a patient for the endovascular treatment of a 10 cm abdominal aortic aneurysm. Vessel morphology was severe calcification in the iliac arteries and severe tortuosity of the aortic neck. The aortic neck was 24 mm in diameter. It was reported that the patient presented emergently with flank, abdominal and back pain and was symptomatic. The bifurcated stent graft was successfully implanted. The physician had difficulties cannulating the gate from the right femoral artery due to the severe calcification. The physician elected to try a branchial approach however, due to the severe tortuosity of the aortic neck the pigtail catheter could not reach the intragraft position to confirm placement of the guidewire. At the same time the patient's blood pressure dropped and the physician believes that the aneurysm ruptured. The physician elected to perform an open surgical repair. It was reported that the patient went into ventricular tachycardia. Cardiopulmonary resuscitation was initiated and after all possible therapies the patient subsequently expired.